Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting found that the flexvision pc could not boot up unless the power key button was pressed. The fse replaced the flexvision pc. The flexvision pc was returned for analysis but no root cause could be determined as the flexvision pc battery had been removed for shipping. After replacement of the flexvision, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.